Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were some filament growth on some trach tubes. The event occurred at the hospital, there was patient involvement, but no patient harm.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: four samples were returned in used condition. During the visual inspection, embedded particulate of parylene was identified in the samples. Based on the analysis performed on the sample, and the reported by the customer, the complaint was confirmed. This type of condition can be caused by not following the paralyne coating process correctly, by not correctly placing the cap used to cover the connector or by incorrect cleaning after paralyne coating. A DHR review was unable to be completed as no lot number was provided.

Event description:
Update: gcm received an email on 12-june-2024 from (B)(4) informing that this is with regard to pediatric tracheostomy tube 3.5 tts flextend straight neck 1/ea with list number 67pfss30 and unknown lot number. The trachs were having the same issue as before with the filament growth on tip of the trach after processing. (B)(4) 26-june-2024. Update: gcm received an information on 13-june-2024 from (B)(4) informing that the event date was on 6-june-2024. There was no reported FDA. Event occurred at the hospital. Operator of the device was a health professional. Initial of the patient is (B)(6). Age at time of event is 5 months. Weight is 4.4kg. Sex is male. Race is black american. Ethnicity is non-hispanic/latino. There was patient involvement and no patient harm/adverse event reported. (B)(6) 26-june-2024.